Event description:
My family member had an imaging test done that falsely claimed to be an early detection for early intervention of alzheimer's disease. The "evox brain health system" claims to identify the underlying causes of cognitive impairment, while there is still time to treat. (B)(6). FDA safety report ID # (B)(4).